Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on (B)(6) 2018. It was reported that as of (B)(6) 2018, the patient had decreased strength (1/5) and patchy sensation of lower extremities.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial #: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on 2018-nov-26 regarding a patient receiving unknown baclofen and hydromorphone (doses and concentrations unknown) via an implanted infusion pump. The indication for use was unknown. It was reported that the patient had an intrathecal catheter implanted on (B)(6) 2018 to trial intrathecal therapy. The pump was placed on (B)(6) 2018. 36 hours after the catheter placement, the patient experienced urinary retention and acute paralysis. Physical examination revealed no sensation below l1 and legs were cold below t12 dermatome. A magnet was placed overnight on (B)(6) 2018 and did not alleviate symptoms. The pump was programmed to minimal rate. A computerized tomography (CT) scan was unremarkable, and magnetic resonance imaging (MRI) without contrast revealed subdural and epidural hemorrhage in the thoracolumbar spine. The patient was transferred to another medical center for emergent evacuation of hemorrhage by a neurosurgeon where she had 0/5 function in her lower extremities with minimal sensation. The neurosurgeon performed t10-t11 and l1-l2 laminectomies to evacuate the hemorrhage and explanted the pump and catheter. The event required in-patient or prolonged hospitalization and resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or function. The event resolved without sequelae on (B)(6) 2018 after the pump system was explanted and not replaced. It was indicated that the patient may or may not regain full strength or sensation in her lower extremities. Baseline and procedure case reports were unavailable as patient records had not been filed in her chart from the hospital yet, and the patient had not been seen in the clinic. The etiology indicated the event was not related to the device or therapy and was related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on 2018-dec-20. It was reported that the cause of the hemorrhage was not determined, and the patient's baseline weight was not measured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on 2018-dec-05. The pump serial number was provided.